Manufacturer narrative:
Investigation is not complete.

Event description:
The customer contact reported that during testing the device, it was noted that the driver printed circuit board had burnt components and had "sulfated." Prior to testing, it was reported that when the nurse turned on the device the backlight was low and the device alarmed error code e302 (backlight failure). The e302 (backlight failure) alarm would not allow testing; therefore, the power supply was replaced. Then the device was turned on and an abnormal burnt smell was noted. At that time, the device was disassembled and found there were no signs of flame, spark, or shocks on the power supply central processing unit, peripheral or display printed circuit boards. However, that is when it was noted that the driver printed circuit board was burnt. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the driver, power supply and app printed circuit boards were burnt. The probable cause for the burnt components was due to fluid spillage onto the critical components inside the mechanism.

Event description:
The customer contact reported that during testing the device, it was noted that the driver printed circuit board had burnt components and had "sulfated." Prior to testing, it was reported that when the nurse turned on the device the backlight was low and the device alarmed error code e302 (backlight failure). The e302 (backlight failure) alarm would not allow testing; therefore, the power supply was replaced. Then the device was turned on and an abnormal burnt smell was noted. At that time, the device was disassembled and found there were no signs of flame, spark, or shocks on the power supply central processing unit, peripheral or display printed circuit boards. However, that is when it was noted that the driver printed circuit board was burnt. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.